Manufacturer narrative:
The investigation determined that the result obtained from a patient sample (patient a) was associated with the patient name and demographics for a different patient sample (patient b) when processed on a vitros 3600 immunodiagnostics system. Based on the information available, user error is the most likely assignable cause of the event. The patient a sample was placed in a tray position previously programmed for the patient b sample that was not processed to completion. There was no evidence that an instrument malfunction occurred.

Event description:
A customer reported that the assays processed on a patient sample (patient a) were associated with the incorrect name and assays when tested on a vitros 3600 immunodiagnostic system. Test results could have been misreported out of the laboratory leading to inappropriate intervention with the potential for serious injury to the patient. However, the customer identified the discrepancy and no mis-associated patient results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number: (B)(4).